Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient had an ipg replacement and one lead replacement and the lead with high impedance was left in and not plugged into battery.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2019-14027, 3006705815-2019-05002. Both of the patients leads are being reported because it is unknown which one is liable. It was reported patient had high impedances from an unknown time. To address this issue patient underwent surgical intervention where the ipg was replaced, but the lead which had high impedance was left implanted and inactive. Effective therapy was restored post operatively.